Manufacturer narrative:
A ge representative evaluated the system and reseated the ram memory board. The system operates as intended.

Event description:
The customer reported that the system would intermittently not boot up. There is no report of injury or death.